Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year (11 months) since the subject device was manufactured. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) processes steps provided by the customer and it was confirmed that there were no obvious deviations from the instructions for use (IFU). Based on the results of the investigation, as silicates (salts derived from silica or the silicic acids) were detected in the foreign material, it is likely that it originated from a medical solution, however, we could not specify further what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from cds steps provided in the IFU. Therefore, the cause of the material remaining in the device could not be determined. The issue can be detected/prevented by following the instructions provided in: gif-1200n operation manual, chapter 3 - preparation and inspection, section 3.6 - inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material in air/water supply nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.